Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection of the used sample showed damage to the shoulder of the syringe barrel. Due to the condition of the sample, testing was not conducted. The noted damage resulted in a hole being present, thus complaint confirmation. The DHR information for this lot, indicated that the product met the established acceptance requirements. Review of the maintenance logbook for assembly machine did not reveal any issues pertaining to this type of defect. A quality alert was previously issued to production to heighten awareness towards this potential issue. Complaint information will continue to be monitored for any new information and further actions will be taken accordingly.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use there was blood leakage with the device. There was patient involvement, and no patient harm reported.